Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by 5 minutes. It was reported that the case had significant inaccuracies with the left maxillary sinus. The system showed that the surgeon was in the orbit when he was in the max sinus. There was an inaccuracy of approximately 2 mm. It was a bilateral max balloon only. The right max was good, but the site had to register twice. The first registration was a failure despite the screen displaying that there was appropriate x/y/z axis placement. The surgeon moved a bit more inferior and was successful with registration. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.